Event description:
Adult diapers have bad seams and fall apart. Manufacturer response for adult diaper, underwear sure care plus (per site reporter). Product failure was reported to cardinal's customer service.